Event description:
The director of nursing reported four cases of toxic anterior segment syndrome (tass) following cataract with intraocular lens implant procedures. All four patients were treated with intensive anti-inflammatory therapy with no chronic complications. All four patients symptoms have resolved. This is the third of four reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).